Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. A systems check was completed and no issues were identified, however, occlusions continued, troubleshooting has been exhausted and a pump replacement was sent.